Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported of a button error from the insulin pump. The customer took the batteries off and cap, and set the pump for 24 hours. All the buttons were not sensitive. The customer's blood glucose reading was normal, did not require medical treatment. No further details were given.

Manufacturer narrative:
The insulin pump received with intermittent act button response due to flattened button dome switch. The connector on lcd board was inspected and no anomaly was noted. The insulin pump received with cracked reservoir tube lip.